Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 15 atmospheres, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.